Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an open safety valve. Identification of issue has been done by analyzing problem description and device¿s logs. According to the information provided by the technician, review of the device's logs shown that the ventilator generated technical error, which indicates that safety valve is detected as open without fulfilled opening conditions. The technician linked occurrence of the technical error with safety valve malfunction and sent out the quotation for its replacement. The customer till today did not accept the quotation. However few months after the quotation was issued, the technician performed scheduled preventive maintenance service and no deviation was noticed and device is used by customer. The issue was decided to be reported as occurrence of technical error code indicating an open safety valve may lead to stop of ventilation. There was no patient harm reported. The root cause of the issue has not been determined, as the issue could not be reproduced and no action had to be taken to resolved it. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm reported. Manufacturer's ref. #: (B)(4).